Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test and unable to prime during prime test due to loose protruded drive support disk also, received with intermittent button response during testing due to corroded keypad traces. The motor was tested outside the device and passed. The insulin pump had minor scratched lcd window, cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip, cracked battery tube threads and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating a motor error alarm and loose drive support cap from the insulin pump. The customer's blood glucose reading was 111 mg/dl. The customer stated that he received a motor error during rewind. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear protruded. The customer stated that there was a motor position encoder error in the alarm history. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.